Event description:
Per importer's MDR: MDR decision date: (B)(6) 2012, sh: customer states that the bard underneath the seat snapped while she was sitting on the rollator. Customer could not locate a model number. She states that it says invacare on the rollator, but does not know how long they have had the rollator for or where it was purchased. MDR filed.